Event description:
Pt was prone in a a2004 system during a post cervical fusion surgery. Pt's head suddenly moved in flexion 1-2cm. Under drape inspection showed all joints tight. Stelth frameless sterotaxy had to be re setup after movement. Sheared pin was discovered post operatively.